Event description:
The customer reported that once they imaged, they went to the analyze workspace and there were shifts in the dashboard before they even tried to match, and when they did try and match the match, the shifts didn't go away. They tried this 3 separate times and had the same results each time. The report did not provide pt info or info regarding serious injury.

Manufacturer narrative:
The problem exists when various steps in the cbct acquisition and match process occur - such as loading the reference CT dataset, loading the cbct dataset and saving the cbct dataset - computer memory is consumed. Not all of this computer memory is freed up for reuse when the pt is closed. Therefore, as more pts are scanned using cbct, there may be insufficient memory for obi application to continue to operate. Varian has provided a customer technical bulletin to inform users of a solution when this problem occurs. If memory log suggests that all of the free memory may potentially be consumed, the solution is to close the obi application after every 10 cbct scans. Restarting the obi application will free up the available memory and will allow the obi to operate normally. Although there was no serious injury reported in this case, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could result in unintended radiation to the wrong anatomical site. No additional follow-up to this MDR is expected.